Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the tubing. Customer primed tubing removing the bubble. Blood glucose was 460 mg/dl.